Event description:
On 03/24/2022, it was reported by a sales representative via email that an ar-2324kbcc biocomposite knotless swivelock eyelet broke when surgeon pulled tension on one of the suturetapes. A new ar-2324kbcc biocomposite knotless swivelock was opened and sutures were tensions in the routine fashion, case was completed successfully without further issues. This was discovered during a rcr procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken eyelet. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.